Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h3, h6. Correction in the field: e1 (establishment name), e2, e3, a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around light guide lens peeled off and moisture entered light guide lens and corroded. The suggested event may be detected by handling device in accordance with the following IFU. IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection states how to detect the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited corrosion with foreign material in the light guide lens. Additionally, water tightness of forceps elevator was lost. There were no reports of patient involvement.